Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A system log review cannot be performed because the system logs are not available at this time.

Event description:
It was reported that 7 hours after an ion endoluminal lung biopsy procedure, the patient had a pneumothorax and subcutaneous emphysema. There was no known complication during or immediately after the procedure. The target lesion was in the right upper lobe, measured 3 x 5 centimeters and was located away from the pleura. The patient was in the post anesthesia care unit (pacu) when the issue occurred. The pneumothorax resolved quickly and did not require any intervention or chest tube placement. The pneumothorax was thought to have likely occurred via another modality and an expected complication of needle biopsy procedure. The cause of the subcutaneous emphysema was thought to be due to mucosal injury from intubation. The patient was asymptomatic except for the presence of subcutaneous air on the right chest, right arm, and right side of the face. The patient required 2 days of hospital admission. The physician believe that these complications were unrelated to the ion biopsy procedure. The procedure was completed as planned with no delays. The patient is currently at home and in a stable condition.